Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
The product was not returned for examination. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.